Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to the date of event being unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that using the angio-seal device, hemostasis was successfully achieved. However, on the following day, bleeding occurred. It was reported that a quite large hematoma was found. The physician and a nurse applied manual compression, and hemostasis was successfully achieved. The patient was being monitored, but the patient's condition is unknown. Estimated blood loss was less than 250cc's. The procedure before deploying the device was removing a cerebral thrombus. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no other devices or equipment being used with the reported product.